Manufacturer narrative:
(B)(4). Analysis of the clip delivery system (cds) device could not be performed because the product was not returned and the clip remained implanted on the mitral valve leaflets. The analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for difficult to remove are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to visualize the clip in relation to the mitral valve). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components functioned as expected. There were no nonconformances issued for this lot. A query of the electronic complaint handling database indicated there had been no similar difficult to remove incidents reported for this lot. There were no reported device issues while functionally inspected the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the difficult to remove may be influenced by morphology of the mitral valve or patient anatomy such as tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, the reported difficult to remove and subsequent tissue damage appear to be related to procedural conditions and not a product quality deficiency. The patient effect of mitral valve injury (tissue damage), is listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, mitraclip (x1). The customer reported the clip remained implanted on the mitral valve leaflets. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information was received indicating that the patient was hospitalized prior to the mitraclip procedure and was hospitalized post procedure. No further treatment is planned as the patient is suffering from dementia. The gripper lever cap was not loosened or manipulated prior to the preparation of the clip delivery system. No additional information was provided.

Event description:
This is filed as the clip (10331815/05) became caught on the anterior mitral valve leaflet tearing it and creating a 7mm gap. The tear is considered serious injury. It was reported that during a mitraclip procedure, one clip was implanted laterally in the prolapsed p2 segment. A second clip (10331815/05) was positioned medially to the first clip. While being implanted, the clip became caught on the anterior mitral valve leaflet (aml). The echocardiogram showed a tear in the aml that was caused by the clip and the mitral regurgitation (mr) grade was severe. The tear created a 7mm gap. An attempt was made to treat the gap with another clip but it was not possible. The procedure was stopped. Post procedure the mr grade remained at the pre-procedure grade of 4. All devices worked as intended. No additional information was provided.